Event description:
Patient was prepped with cardioversion pads placed on chest. During delivery of 1 shock at 300 joules, there was a spark between the patient's skin and cardioversion pads. Patient skin had discoloration mark at the edge of cardioversion pad. Patient stable no erythema or bleeding in area. Patient has a history of atrial fibrillation and hypertension. Patient related on (B)(6) 2026 she underwent successful atrial fibrillation cardioversion and the same incident happened. Patient did have a similar red area that appeared to be healing.